Manufacturer narrative:
Manufacturer ref#; (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k): k211875. Summary of investigational findings: it was reported that during procedure from femoral approach the physician got the hook of the filter out of the sheath and into the lumbar vein. The physician pulled it down to get it out of the lumber vein - and then proceeded to track it out of the vena cava. Unfortunately, the filter continued to track into the lumber vein. The physician made the decision to deploy and attempt retrieval. The retrieval was not successful. It appears the hook of the filter is facing into the caval wall. The physician placed a second filter in good position above the first filter ad will attempt to retrieve both after the patient¿s scheduled surgery. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: filter malpositioning. There are adequate controls in place to ensure that this type of device is manufactured to specifications. The device was not returned, and no images were provided and without it would be inappropriate to speculate what may or may not have caused the filter to deploy low in ivc and into the lumbar vein. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to the initial reporter: the physician got the hook of the filter out of the sheath into a lumbar vein. The physician pulled it down in an attempt to get it out of the lumber vein and then proceeded to track it out of the vena cava. Unfortunately, the filter continued to track into the lumber vein. The physician made the decision to deploy and attempt retrieval. The retrieval was not successful. It appears the hook of the filter is facing into the caval wall. The physician placed a second filter in good position above the first filter ad will attempt to retrieve both after the patients scheduled surgery. The filter was mal-deployed. Patient outcome: the physician intentionally left the filter and will be attempting to retrieve with forceps at a later date. The patient did require an additional procedure due to this occurrence: a second filter had to be placed.